Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having issues charging their implant and the issue began about 2 weeks ago. Pt stated the no device found message displayed on the controller when charging their implant and pt also noted they changed the plug and plugged into another outlet and nothing happened. During the call, walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt noted the no device found message displayed and patient services specialist (pss) reviewed information. Pt inserted the battery pack and confirmed green light was flashing above the screen. Pt then connected the recharger cord and the controller was blank and unresponsive; pt pressed the up/down buttons on the controller and the controller did not power on. Pt noted there was a small white dot on the screen; advised pt to plug the ac power supply cord into the controller and the controller powered on with the green light flashing above the screen. Pss advised pt to continue charging their controller until the controller was fully charged, then pss advised pt to contact patient services back if they had issues charging their implant. Pt also noted they were so ill and they were at a nursing facility so they had a week where they forgot about their stimulator and when they started feeling better they noticed that their back was hurting so badly. Pt was also very confused during the call.